Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was determined that the o2 pressure regulator is defective. The inspirational block needs to be replaced. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista ventilator alarmed technical failure 388-no o2 dosing possible while connected to a patient. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.